Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that t-wave oversensing occured on the right ventricular lead and the patient received inappropriate shocks while exercising on a bicycle. The shocks stopped after the patient got off the bicycle and calmed down. The stored episode indicated that the shocks were not successful. The lead is still in use. No further patient complications have been reported as result of this event.